Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that battery lasted only 2 days in insulin pump. It was reported that a low battery alert was not received prior. Insulin pump received a blank display screen and as a result, customer's blood glucose was 474 mg/dl. Troubleshooting was performed for blank display screen and display returned after battery change. Caller declined troubleshooting for high blood glucose. Caller was advised that battery cap would be replaced. Caller also inquired on sensor wear.